Event description:
The manufacturer received information that a Trilogy 100 ventilator was returned to the manufacturer service center for evaluation. There was no patient involvement, and no harm or injury reported. A critical error code was noted in the error log indicating internal lithium-ion battery failure requiring replacement. Additional findings not related to the malfunction/issue: Component replacement due to cosmetic damage/contamination or being missing was reported. The manufacturer is submitting a final report at this time. If pertinent additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request. The reported failure of the Trilogy 100 ventilator internal lithium-ion battery is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures.